Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the field representative that no further investigation results have been provided. It was also reported that the physician has left the hospital.

Manufacturer narrative:
The ICD is not expected to be returned. An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), the physician experienced difficulties implanting the right atrial (ra) lead attributed to performing multiple attempts to gain access to the subclavian vein. It was also noted that during threshold testing with the pacing system analyzer (psa), the patient felt nauseous. The ICD and ra lead were successfully implanted. The right ventricular (rv) lead had been implanted with the previous system and remained implanted with the new device. The next morning, the physician informed the field representative that the patient had decompensated that evening and became asystolic. Despite resuscitative efforts, the patient died. The cause of death is unknown and further investigations are being performed by the physician on the cause. It is also unknown if the ICD or ra lead had any involvement in the patient's death. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant discussed that the arrhythmia logbook showed four atrial tachy response (atr) episodes all recorded on the date of implant. They all show background noise the atrial, ventricular, and shock channels; most likely related to the implant procedure. The lead measurements all show a gradual increase from implant date; likely due to the death of the patient. No intrinsic activity (in regards to the intrinsic amplitude) appears to have been recorded. The counters showed 91% atrial pacing and 100% ventricular pacing from the date of implant until 2-3 days post mortem. The data was unable to ascertain if the device or lead were involved in the patient's death.